Manufacturer narrative:
Review of the device history file and lot history did not indicate any changes in the design or manufacture of the drill bits that would contribute to the breaking of it. A review of the broken bit itself did not show anything that was an obvious non-conformity that would have contributed to this event. The facetfuse drill bit was subjected to a force that was great enough to break it. When using the drill bits surgeons run the risk of breaking them if they attempt to change or force a trajectory. In this event. The surgeon was pressing down on the drill trying to get the desired trajectory, placing an excessive force on the drill bit, and causing it to break. The facetfuse surgical technique has the warning "do not change the trajectory drill when drilling. If trajectory needs to be corrected remove the drill completely and re-drill pilot hole.

Event description:
Surgeon was performing a procedure with facetfuse mis screw system and was using the facetfuse drill bit (part number (B)(4)) to create pilot holes for placement of facetfuse screws. He was attempting to get the desired trajectory by leaning on the drill which caused it to break. The distal end of the drill remained in the bone of the patient, while the proximal end remained in the drill assembly. The surgeon used a pair of forceps to remove the drill that remained in the patient bone. Another drill was available for use, and surgery continued successfully with no further issue. Patient was not harmed and no time was added to the surgery.